Event description:
It was reported, the customer was deceased. The customer's wife reported, her husband had passed away on (B)(6) 2014. Customer's blood glucose at the time of his death was 142 mg/dl. The wife stated her husband had congestive heart failure, leading to his death. It was also found the customer had removed his insulin pump before taking a nap to avoid having low blood glucose. The customer then woke up to put on his insulin pump and that was when he suffered a heart attack. The wife stated, her husband's cause of death was from a cardiac arrest. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.